Manufacturer narrative:
A complete lead was returned in two pieces. The connector portion measured 6.7 cm and the distal portion measured 51.9 cm.external insulation abrasions breaching the outer insulation at 5.7 ¿ 6.0 cm from the distal tip, consistent with friction to another device or feature of patient¿s anatomy. Visual inspection of the lead found no additional anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the right ventricular lead exhibited noise, high impedance and high capture threshold. The patient was scheduled for lead revision. During pre-operative checkup no episodes of noise were noted. The noise was not reproducible. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.